Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used in the duodenum just outside papilla during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure while pushing the dreamtome into the scope through the biopsy cap, the sponge had dislodge and was seen exiting out at the end of the scope. The physician felt that the sponge was small enough and decided to leave it the duodenum and let it pass naturally. Furthermore, there were no issues seen on the device that could have contributed to the event. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. However, the complainant confirmed that the device was used prior to the expiration date reported event of biopsy cap sponge detached inside the patient. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental MDR will be filed.